Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime rewind process. Customer stated that insulin is squirting out of the insulin pump. It was also reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 174 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed for a button error during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump had a cracked end cap, cracked case at the display window corner, minor scratches on the display window, broken reservoir tube lip and cracked reservoir tube.